Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial #: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the patient had an infection. There was electrocautery being performed with the stimulation still on. The stimulation was still on when the extension was being removed as well. The caller declined to answer any other relevant information. There were no further complications reported.